Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was previously reported under MFR #2916596-2025-01444 that upon opening a new pre-connected pack (pcp) to prime prior to a case, priming bag was found to be punctured and oxygenator housing found to be cracked. A new pcp was primed for patient use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the oxygenator of the pre-connected pack was unable to be confirmed through the submitted images, and the pack was not returned for evaluation. A specific cause for the reported damage could not be conclusively determined. Review of the submitted oxygenator image was unable to conclusively confirm the reported oxygenator housing crack. It was reported that the centrimag pre-connected pack, serial#: (B)(6), would not be returned for evaluation. The centrimag pre-connected pack instructions for use (IFU) warns to not use excessive or damaging force when handling the pack. The IFU warns that a backup pack must be available immediately near the primary pack during support, and if a pack component is dropped and damaged, replace the pack. The relevant sections of the device history record (DHR) for the pre-connected pack, serial#: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The production documentation for the oxygenator, abbott lot #: 8171990/eurosets lot#: 7404304 of eurosets model#: us5591, was also reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The centrimag pre-connected pack instructions for use (IFU) is currently available. The IFU contains the following general warnings: only trained personnel should use the pack. A backup pack must be available immediately near the primary pack during support. Do not use excessive or damaging force when handling the pack. If a pack component is dropped and damaged, replace the pack. Under the section titled ¿set up and prepare the centrimag pre-connected pack,¿ the IFU warns: ensure that the oxygenator is secure in the holder or the oxygenator may fall and be damaged. This section also cautions: be careful not to damage the oxygenator when attaching the oxygenator to the oxygenator holder. The current revisions of the instructions for use (IFU) can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.